Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg started to twist slightly causing it not holding a charge as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.